Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that needed to replace bio metric identifier (bio ID) scanner. A field service engineer identified that the bio metric identifier (bio-ID) device was not functioning properly and replaced it with a new unit. Technical support was contacted to load the required drivers, and troubleshooting was performed due to initial detection issues. During collaboration with fst trent little, the bio-ID driver was reinstalled; however, the station initially failed to detect the device. It was determined that the latest driver version was required. The updated bio-ID driver package was located in the eft path and installed using administrative privileges, followed by a station restart. After installation, the bio-ID device was successfully detected and verified as operational. Functional testing was completed, including login and logout validation by technical staff, with all tests passing successfully. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es users indicated that room 15 was experiencing biometric identifier scanner issues, confirmed the need to replace the scanner. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.